Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the incident. There was no adverse impact on the customer's blood glucose level as it did not exceed specified limits. Technical support provided pump reset instructions and assisted the customer in resetting the device. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue reappears. The customer acknowledged and understood the given guidance.